Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump and provided pump reset information. The issue did not recur after resetting, allowing the customer to continue using the pump, and the customer understood to call back if another malfunction occurred.